Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the lead was found fractured near terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of placement difficulty.

Event description:
Boston scientific received information that during an implant, the right atrial (ra) lead was difficult to be placed. The helix experienced extension and retraction issues. The ra lead was difficult to be removed. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.